Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, there was a slight issue yesterday in theatre 2 . He needed an 18.0d lens, but the first two that he tried were unsuccessfully used. Apparently, the cartridge jammed. They were put into the eye so are contaminated. The third one was successfully implanted. The first one had been in the warming cabinet, but unsuccessful 2 and successful 3 were both straight from the shelf, so no clue as to why it happened. The faulty lenses have been put to one side and wrapped up securely. Additional information has been requested.

Manufacturer narrative:
Only the device was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was dried in the device. The plunger has been retracted to mid-nozzle. The lens was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause of "cartridge jammed". Only the used device was returned. The plunger was retracted upon return. The plunger position in relation to the haptics and optic during advancement cannot be determined. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Lens may become stuck in the device: ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Follow up attempts were made for more information. No further information has been provided at this time. File will be reopened if additional information is received. The manufacturer internal reference number is: (B)(4).